Event description:
Additional information reported indicated that the impedance values greater than 10,000 ohms were found on electrode combinations: 0-2, 0-3, 0-4, 0-6, 0-7, 1-4, 2-4, 3-4, 4-5, 4-6 and 4-7. Impedances in the 9000-10000 ohm range were found at combinations 0-1, 0-5.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a shocking sensation from the implantable neurostimulator (ins), heard a sizzling sound from the neck and saw smoke coming out of his mouth. The ins also did not provide the patient pain relief. The therapy was suspended and the device interrogated. Electrodes were found to be out of range.

Event description:
It was further reported that the device was explanted on (B)(6) 2012. The patient did not want to have any kind of diagnostic evaluation and requested the system be removed. The device was not replaced. The event resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no anomalies. Final device analysis for stim plug (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed that the distal end near the conductor was broken. Final device analysis for lead #2 (B)(4) revealed no significant anomalies. The outer insulation of the body was melted, due to suspected cautery artifact.

Manufacturer narrative:
Lead model 3487a-56, lot #v055387, implanted: (B)(6) 2007, explanted: unk; lead model 3487a-56, lot #v055387, implanted: (B)(6) 2007, explanted: unk; extension model 3708260, serial #(B)(4), implanted: (B)(6) 2008, explanted: unk; adaptor model 355029, lot #n120094, implanted: (B)(6) 2007, explanted: unk; recharger model 37752, serial #(B)(4), programmer model 37742, serial #(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.